Event description:
Additional information received reported that the infection occurred post operatively and that the patient could no longer use stimulation anymore. It was also reported that device was explanted.

Event description:
It was reported that there was a bacteremia infection. The reporter stated that neurosurgery would explant the product on (B)(6) 2012. It was noted that patient symptoms included a burning sensation and the location of the symptoms/issues was the right side of the implant. It was reported that hospitalization would be required as a result of the event. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that the physician wanted to replace the patient's implantable neurostimulator (ins) on (B)(6) 2013. However, when the physician opened at the lead level, it was observed that there was still infection present. It was noted at the time that the patient had no outward signs of infection (i.e., fever). The physician then removed the remaining lead. It was reported that the patient was disappointed that the device had to be removed as it worked well covering their pain. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Lead: model #unknown, lot # unknown, implanted: unknown, explanted: (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension.